Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator was possibly dropped and will not cycle. There were no reported adverse effects.

Manufacturer narrative:
Returned device was received in decent physical condition. The device had a noted damaged battery holder. During the evaluation of the device the initial complaint was confirmed and it was found to be caused by a faulty demand detector. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.